Event description:
Caller reported a malfunction on the pump after updating pump software, identified by malfunction code malf 0. There was no reported impact to the customer¿s blood glucose level. Technical support assisted the caller with a pump reset, but the issue recurred, leading to a resolution to replace the pump. A backup insulin pump was used to ensure insulin delivery continued uninterrupted. The customer was advised on returning the faulty pump and acknowledged understanding of the steps to take with the replacement pump sent by technical support.